Event description:
Per the clinic, the patient experienced skin infection at the abutment site (date not reported). Subsequently, the patient underwent a skin revision surgery (date not reported). Additional information has been requested but has not been made available as of the date of this report.